Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate and deflate. It was also noted that the pump was hard and difficult to inflate. The ipp is still implanted. The patient was encouraged to visit his doctor for a re-evaluation. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was difficult to inflate and deflate. Additionally, the pump was noted to be hard and exhibited pressure-related issues. As a result, the ipp was explanted and replaced. No patient complications were reported.